Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder out of phase. The functional testing could not be completed due to this anomaly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated he had an MRI of his head while wearing the insulin pump on his belt but the device did not through the MRI machine. Customer does use the sensor feature. Customer able to complete the rewind sequence but the alarm occurred again. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.